Event description:
It was reported this balloon ruptured following the third inflation during an occlusion procedure of the vena cava. The balloon was inflated in the right atrium and reportedly burst. The catheter was removed without incident. Another MFR's balloon was used to successfully complete the procedure without incident. The pt's condition is good. To date, the device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated the device was not inflated with the recommended inflation media and saline which may have contributed to this event. However, without evaluating the device, co's unable to determine the exact cause of this event at this time. Directions for use state: "the recommended inflation media is renografin 60 diluted 50% with sterile saline...if loss of pressure within the balloon occurs during inflation or if the balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.